Event description:
It was reported that atrial tachycardia/atrial fibrillation (at/af) episodes was observed via remote transmission. Upon further review, the at/af episodes was due to far-field r -wave oversensing, which occurred during biventricular capture confirm automatic threshold testing. Patient was asymptomatic. Programming changes were discussed but not made, as patient has not presented to the clinic.